Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and attempts to charge for at least 30 minutes, and issue persisted even after trying different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump as backup therapy, and technical support confirmed warranty status and shipping address, arranged replacement pump, instructed customer to place problematic pump into storage mode and return it with prepaid label within 10 days, and advised customer to manually program pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.